Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the lens was not returned for investigation; therefore an investigation was not possible. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported having an issue with an intraocular lens (iol) inside the eye. There was contact with the patient. The customer clarified there was a capsule tear in the left eye. The iol was fully inserted and then removed during the same procedure. There was an incision enlargement, suture and vitrectomy required. The procedure was completed successfully using a back-up lens and the patient is doing well. No additional information was provided to abbott medical optics.